Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely that a part of combined devices such as biopsy valve and endo therapy accessories remained in biopsy channel, and/or foreign material remained in the channel due to insufficient reprocessing. A definitive root cause cannot be identified. Instructions for use (IFU) (reprocessing manual) states regarding bedside cleaning immediately after procedure as follows: "5.3 precleaning the endoscope and accessories warning: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside immediately after each patient procedure." IFU (reprocessing manual) states regarding brush cleaning inside biopsy channel as follows: "5.5 manually cleaning the endoscope and accessories: brush from the suction cylinder to the distal end of the insertion section (this brushes the instrument channel in the insertion section and the suction channel in the control section). 3. Inspect whether there is debris on the bristles when the brush emerges from the distal end. Clean the bristles in the detergent solution using your gloved fingertips to remove any debris." IFU (operation manual) states regarding inspection for biopsy channel prior to use as follows: "3.8 inspection of the endoscopic system: inspection of the instrument channel. 1. Insert the endo therapy accessory through the biopsy valve. Confirm that the endo therapy accessory extends smoothly from the distal end. Also, make sure that no foreign objects come out of the distal end." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. Patient details, demographics, and pre-existing conditions will not be provided. It is not known when during the procedure the event occurred, nor is it known how the insertion tube came to be blocked. Procedure was a colonoscopy, which was both diagnostic and therapeutic. The procedure was completed with minimal delay. Model number of device used to complete procedure is unknown. The model and serial numbers of the devices used in conjunction with the device at the time of the event are not available. Information if device was inspected before use is not available.

Manufacturer narrative:
The device is returned and an evaluation completed for it. The manufacture date is not available. The user¿s complaint was confirmed. Upon inspection and testing, the blocage found in the biopsy channel was removed. Details of the material are not available. After further inspection with borescope, no internal leak or damage fiber was found. Biopsy channel internal inspection scratch marks were found; biopsy channel requires replacement. Additionally, one lens is chipped and the other one is covered with glue. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, during an unknown procedure, the device was observed to be blocked in the biopsy channel. The device was changed for another immediately, and the procedure completed with another similar device. There is no reported harm or adverse impact to the patient.